Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
The 5.5 inr with hemochron signature plus system vs 1.8 inr with unspecified reference lab sys. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.